Event description:
Caller stated that he tested with his device and obtained the following results: 132mg/dl, 131mg/dl, and 125mg/dl back to back. He went to the nurse as he felt these readings were too high. On the nurse's device he tested at 55mg/dl within 15 minutes. He then tested on his device 30 minutes later and obtained a 133mg/d;. No treatment received. Qulaity controls were used and fell within acceptable limits requested return of sustpect device and replacement was sent.